Manufacturer narrative:
(B)(4). The device will be evaluated onsite by a baxter field service engineer. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The reported problem was confirmed by the baxter field technician. The assignable cause was an inaccurate blood leak detector. The technician replaced the blood leak detector.

Event description:
A customer reported to baxter (B)(4) that the tina machine had false "blood leak detected" alarms. The problem was noted during patient use, thus there was patient involvement. There was no patient injury.